Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 360 mg/dl. The customer changed the supplies on the pump. A correction bolus and an insulin injection were used to address the bg level. As the supplies had been changed, a cause of the occlusion was unable to be determined. A system check was performed using the current supplies and the pump was found to be functioning as intended and no issue was noted with the infusion set site.